Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 02-oct-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00617 and 3008114965-2023-00618. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30763317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00618. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint coil, a 4mm x 6cm orbit galaxy complex xtrasoft (640cx0406 / 30651725) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm, 2 markers prowler select lpes (606s155x / 30763317) and could not pass through. The physician encountered significant resistance. The physician remove the coil and microcatheter from the patient¿s anatomy and switched to new devices to complete the procedure. It was reported that both devices were observed to be kinked / bent. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the target aneurysm was a lobulated aneurysm (aneurysm size was unobtainable) on the internal carotid artery (ica). A continuous flush had been maintained through the microcatheter. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. There was significant resistance when the coil was approaching the tip of the microcatheter. No other coil went through the microcatheter prior to the complaint coil. The issue reported occurred during the advancement of the coil into the aneurysm. The information indicated that the microcatheter was repositioned over the coil while the coil was deployed / partially deployed out of the microcatheter. When the coil was removed, it was still attached to the delivery system. There was no blood flow restriction / reduction due to the reported issue. The replacement coil was another 4mm x 6cm orbit galaxy complex xtrasoft (640cx0406) and the replacement microcatheter was another 150cm x 5cm, 2 markers prowler select lpes (606s155x). The information confirmed there was no negative patient impact as a result of the reported issue. The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm, 2 markers prowler select lpes was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. The microcatheter was returned attached to a hemostasis valve. The microcatheter was flushed using a lab sample syringe, and resistance was felt. No water came out from the distal end of the device. A 0.013-inch (0.03302 cm) lab sample guidewire was introduced into the distal end of the microcatheter, and it advanced. An obstruction was felt at 62 cm from the proximal end. A dissection was performed at that point; the inner lumen was found saturated with residues of dried saline solution. The issue reported regarding the microcatheter being obstructed was confirmed based on the condition encountered during the attempt to flush the microcatheter. The additional information indicated that continuous flush was maintained, however, with the observed residues of dried saline observed, the flush may not have been adequate; without an adequate flush, issues such as inability to push the coil through the microcatheter can arise. According to the risk documentation, insufficient flushing of the microcatheter lumen is a potential failure mode that can compromise the performance of the therapeutic device. The issue reported in the complaint regarding the device being kinked could not be confirmed since no damages were found on the device. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A review of manufacturing documentation associated with this lot (30763317) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precautions and warning: when ready to infuse, withdraw the guidewire completely from the catheter. Connect a syringe containing infusate to the microcatheter hub and infuse according to the manufacturer¿s instructions and precautions. Warning: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00617 and 3008114965-2023-00618. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.